Manufacturer narrative:
Complainant device was not returned, no evaluation is possible. A review of the two (2) x-rays provided confirm the breakage of the nail. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. A DHR review showed no manufacture issues that would have contributed to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID, date of birth, and weight were not provided for reporting. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant devices is unknown. (B)(6). (B)(4). Device history records review was completed for part# 04.037.232s, lot# h085826. Manufacturing location: (B)(4), manufacturing date: apr 25, 2016, expiry date: apr 30, 2026. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6): it was reported that on (B)(6) 2017, patient underwent implant procedure and was implanted with a trochanteric fixation nail ¿ advanced. It was additionally reported that the patient had a spiral sub trochanteric, which required 2 cables to reduce the fracture. The patient reported back to the hospital on (B)(6) 2017, with hip pain and x-rays concluded that the nail broke through the lag screw hole. When extracting the nail, the helical blade screw extractor would not engage into the thread distal to the lag screw hole. With closer inspection, it looked as though there was no thread there. There was no delay in surgery reported. It was reported that surgeon was happy with patient and surgery outcome. This complaint captures the revision required. Events occurred during the revision is captured under (B)(4). Concomitant parts reported: cables (quantity 2). Extraction instrument f/tfna helical blade and screw (part# 03.037.030, quantity 1). Tfna screw (quantity 1). This report is for one (1) 12 mm/125 deg ti cann tfna 420 mm/right ¿ sterile. This is report 1 of 1 for (B)(4).